Event description:
It was reported by a consumer that on (B)(6) 2010 his father (a patient) had a prostate resection procedure with the fiber laser. Following the procedure, the consumer reported that the physician stated "it was a normal operation" and waiting for the pt to urinate. On (B)(6) 2010, the pt was diagnosed with anuria. It was discovered some days later that the pt's ureters were blocked. On (B)(6) 2010, the pt was transferred to a public hospital for dialysis. On (B)(6) 2010, the pt underwent an operation and anuria was not detected.